Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was low. There was no harm or injury reported. The ventilator was evaluated by the field service technician and the device failed a test step during testing. The device's system board and blower were replaced to address the issues.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's tidal volume delivery was low. There was no harm or injury reported. The device components trilogy evo system pca, display board, machine flow sensor was returned to the manufacturer's product investigation laboratory for further investigation. It was unable to duplicate the alleged failure of the trilogy evo system pca. Visual inspection found no defects. The system board was installed run on the benchtop and the test station without any failures, alarms, or error codes and was determined that the system board functions as designed. The display board was installed into the trilogy evo test bed and was unable to duplicate the failure of flow verification testing and was determined that the display board functions as designed. The machine flow sensor was installed into the trilogy evo test bed and was able to duplicate the failure as seen from the service center. The test bed failed the modified testing and has determined that the machine flow sensor was the cause of the flow verification testing as seen at the service center. Section d8, d9, h2, h3 and h6 were updated.